Manufacturer narrative:
On (B)(6) 2020, mentor became aware that it was erroneously indicated that the device was not returned and no analysis has been done yet in both the asr submission for ip-00563200 and the MDR initial report sent on august 28, 2019. The error occurred during transfer of information from mentor's old complaint system, trackwise, to our current system when additional information was received. Device investigation summary: upon receipt by mentor, designated device a contained clear fluid, weighed 362.4 grams and appeared intact with no anomalies. Upon receipt by mentor, designated device b contained clear fluid, weighed 360.0 grams and appeared intact with no anomalies. No wrinkles or creases were observed in either device. Due to the nature of the complaint, no further testing was performed. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain post-operatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. A crease/fold in the shell of the device may be indicative of folding or wrinkling of the shell in the breast pocket. However, no wrinkles or creases were observed in either device. Therefore, pe was unable to confirm the reported complaint of "implant fold". Due to the nature of the complaint, no further testing was performed. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain post-operatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain post-operatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, deflation. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor asr reference number ip-00563201/tw#204013. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017.

Event description:
It was reported (via FDA mw5084473) that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 325cc mentor smooth round moderate profile saline breast prostheses, suffered bilateral deflation and capsular contracture; baker grade unknown, post-operatively. As a result, the patient underwent bilateral removal and replacement with two 350cc mentor memorygel breast implants on 8/22/2013. This medwatch form is for the second breast prosthesis reported. This report contains supplemental information for mentor asr reference number ip-00563201/tw#204013.